Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional (mr) with a grade of 3. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital for a follow-up appointment and imaging showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. On (B)(6) 2024 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific issue. Based on available information, the cause of the reported incomplete coaptation cannot be determined. The reported mr appears to be a cascading effect of the reported incomplete coaptation. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.